Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose levels. The customer¿s blood glucose levels were 448 mg/dl, 315 mg/dl and 348 mg/dl. The customer reported that they treated high blood glucose level with the bolus. The customer reported that they experienced nausea and vomiting as a symptom related to high blood glucose level. The insulin pump also had no delivery alarms. The insulin pump will not be delivered for analysis.

Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted during test. (B)(4).